Event description:
Customer called an reported that he was the intensive care unit for hyper events before the pump. Customer reported experiencing low blood glucose levels ranging in the 60's and 70's (mg/dl). It was also reported that the insulin pump alarmed no delivery and has a bent cannula. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).